Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for a high blood glucose level of 400 mg/dl and high ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. The cause of the reported issue was unknown. Cts confirmed that the customer was able to resume insulin delivery on the tandem pump. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.